Event description:
During an initial implant procedure, it was not possible to tighten the set screw into the header of the device because it was stripped. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of stripped setscrew was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right atrial set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.